Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited cassette not attached error. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 28-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not duplicated. Review of the event history showed nothing related to the customer reported issue. Preventative maintenance was performed. No action was taken specific to the reported issue as the reported issue was not duplicated. The device tested normally.